Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had placement difficulty and the helix would not retract. The lead was replaced and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ext rinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. The helix will not extend or retract due to distal conductor distortion within the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was the right atrial (ra) lead.